Event description:
The surgeon reported surface opacification of the intraocular lens at approx 18 months post-operative. The pt's visual acuity decreased to 20/100 at last report. The lens remains implanted.